Event description:
It was reported that a user on the first day of ilet pump therapy experienced hyperglycemia with a blood glucose of 347 mg/dl about one hour after a meal that was announced as usual; the agent reviewed typical first-week pump challenges and advised infusion set change if in doubt, while the user preferred to wait 1¿2 hours to see if glucose decreased, and the infusion set in use was a cannula device. Symptoms included no reported clinical manifestations of hyperglycemia. Outcomes included no medical intervention beyond troubleshooting and no hospitalization. Investigation included remote troubleshooting and user education regarding infusion set management and early pump use. Investigation of this case revealed no device alarms or malfunctions reported, no symptoms, and an unclear cause of hyperglycemia, with potential contributory factors including early adaptation to pump therapy, meal-related variability, or infusion site issues not confirmed. It was concluded, based on previously established findings for similar reports, that the cause was uncertain. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.